Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the hole in the lens. The cause was a result of improper maintenance. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns, and the replacement transducer is in service with no further similar issues.

Event description:
It was reported the c10-3v transducer had damage to the lens with exposed circuitry. This was associated with an affiniti 70 ultrasound system. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.